Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported ¿bikini area became swollen.¿ additionally, patient reports "don't want to die because of this lymphoma", "chest feels a little swollen", and "bulge under the armpit, I guess it is swollen lymph." This record is for the left side. The device remains implanted.